Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01660.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a pod8 and a lantern delivery microcatheter (lantern). During the procedure, while attempting to place a pod8 into the target vessel using a lantern, the pod8 unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached coil. The procedure was completed using a new lantern and three ruby coils. It is unknown whether or not the first lantern was damaged after removal. There was no report of an adverse effect to the patient.